Event description:
It was reported that during a sigmoid resection procedure, the bottom ring broke while being inserted into pt's abdomen. No metal objects were in contact with the device and the dorsal portion of the hand was lubricated. The device was discarded during the case. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.